Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspections were performed on the returned device. The tip separation was not confirmed; however, damage to the inner member proximal to the tip was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the noted damage.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the supera stent delivery system was removed from the package it was observed that the white tip was separated and was extending out of the sheath. The sds was not used on the patient. The decision was made not to continue the procedure. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.